Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle device failed to advance. Upon removal, the shaft was noted to be kinked. The suture of two new prostyle devices were successfully pre-placed. Ultimately, the tavi was not completed due to the inability to insert larger introducers. The femoral artery was heavily calcified and had a previously implanted stent that was not fully expanded. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The reported difficulty advancing the device into the anatomy is likely related to interaction with the patient¿s heavy calcification. The resistance encountered during advancement attempt likely contributed to the reported kink to the shaft. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.